Manufacturer narrative:
The site assessed the event as having a causal relationship to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 11.5 months post procedure the patient suffered target vessel nstemi of the lad and was treated with medication. In-stent stenosis of the lad was also reported and treated with pci three days later. The investigator assessed the event as probably related to the index device and not related to the anti-platelet medication. The sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication. The patient recovered.